Manufacturer narrative:
5/12/97 supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During an unspecifed procedure, the safety lock stays jammed. The hosp has reported that no pt injury occurred.